Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15106358.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead reposition procedure due to an unknown reason. The patient was doing well postoperatively.